Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/09/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar vue device was implanted on a placement procedure performed on an unknown date. Additionally, fiducial markers were placed. On a cone-beam computed tomography scan, a rectal wall infiltration (rwi) was potentially observed. The patient was asymptomatic, however, the patient reported passing mucus through the rectum, this had occurred after the hydrogel placement and before the radiation treatment. An additional magnetic resonance imaging (MRI) was conducted to determine the presence of a rectal wall infiltration (rwi). Upon examining the images, the hydrogel appeared to be present in the rectal wall, indicative of a grade iii rwi. It also appears to approach the rectal mucosa closely, potentially penetrating the rectal lumen. The patient reported that he did have rectal bleeding after doing the enema for the MRI. The official report of the MRI mentioned "probable rectal wall defect with gel infiltration and severe surrounding edema/soft tissue infiltration. Findings are suspicious for gel erosion/infiltration and associated proctitis, and superimposed infection or fistula is not excluded. Consider repeat endoscopy and/or repat MRI with IV contrast for further evaluation". It was agreed that the most prudent approach would be to wait for one month period and let the inflammation to cool off. The plan is to do a follow up scan after one month.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/09/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar vue device was implanted on a placement procedure performed on an unknown date. Additionally, fiducial markers were placed. On a cone-beam computed tomography scan, a rectal wall infiltration (rwi) was potentially observed. The patient was asymptomatic, however, the patient reported passing mucus through the rectum, this had occurred after the hydrogel placement and before the radiation treatment. An additional magnetic resonance imaging (MRI) was conducted to determine the presence of a rectal wall infiltration (rwi). Upon examining the images, the hydrogel appeared to be present in the rectal wall, indicative of a grade iii rwi. It also appears to approach the rectal mucosa closely, potentially penetrating the rectal lumen. The patient reported that he did have rectal bleeding after doing the enema for the MRI. The official report of the MRI mentioned "probable rectal wall defect with gel infiltration and severe surrounding edema/soft tissue infiltration. Findings are suspicious for gel erosion/infiltration and associated proctitis, and superimposed infection or fistula is not excluded. Consider repeat endoscopy and/or repat MRI with IV contrast for further evaluation". It was agreed that the most prudent approach would be to wait for one month period and let the inflammation to cool off. The plan is to do a follow up scan after one month.